Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. After troubleshooting with philips technical support it was suspected that the power supply may require replacement. The customer declined repair due to the age of the unit and has retired the unit from service.

Event description:
The customer reported that the unit would not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.